Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 to report hardware failure on (B)(6) 2014 on behalf of a patient. At the time of the call, dexcom technical support advised the distributor to reset the device.